Event description:
It was reported that there was a stain inside of the tubing of a homechoice automated pd set with cassette. This was noticed when the device's overpouch was opened and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). . The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.